Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify button keypad anomaly due to blank display. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, after a session of running customer noted moisture in the insulin pump. Customer's blood glucose was 6.1 mmol/l. The up arrow button over worked and the buttons stopped working. Customer will return the device for analysis.